Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 30,000 bd vacutainer® sst¿ ii advance plus blood collection tubes experienced gel smearing, and air bubbles in gel. The following information was provided by the initial reporter: customer told that for product 367957, lot#9030818, exp.2020-07-31: they saw that when they used the tube, the gel was not solid, it was more gelly and movable, when they turned a tube upside-down, then it resulted in bubbles in side the gel.

Event description:
It was reported that 30,000 bd vacutainer® sst¿ ii advance plus blood collection tubes experienced gel smearing, and air bubbles in gel. The following information was provided by the initial reporter: customer told that for product 367957, lot#9030818, exp.2020-07-31: they saw that when they used the tube, the gel was not solid, it was more gelly and movable, when they turned a tube upside-down, then it resulted in bubbles in side the gel.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel smearing and air bubbles with the incident lot was observed. Additionally, evaluation of the customer samples was performed and gel smearing and air bubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel smearing and air bubbles with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and gel smearing and air bubbles was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.